Manufacturer narrative:
The information in this report was provided by legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient began to experience pain following her initial (B)(6) 2008 surgery. It was reported that on or about (B)(6) 2009, the patient underwent a procedure to remove the device and make room for a total knee replacement. The patient further alleges that since the second surgery, she continues to experience pain and lack of mobility in her knee.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient began to experience pain following her initial (B)(6) 2008 surgery. It was reported that on or about (B)(6) 2009, the patient underwent a procedure to remove the device and make room for a total knee replacement. The patient further alleges that since the second surgery, she continues to experience pain and lack of mobility in her knee.

Manufacturer narrative:
The event was not confirmed as no device was provided for review and insufficient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no previous reported events for the reported lot ID. The exact cause of the event could not be determined because the reported device was not returned and insufficient medical records were provided for review. Based on the information provided at the time of the investigation, no manufacturing nonconformances have been identified.